Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the healthcare professional (hcp) via the company representative regarding a patient receiving marcaine (bupivacaine)(40 mg/ml at 33 mg/day) from their implanted pump. The indication for use was non-malignant pain and complex regional pain syndrome. On 2016-01-04 the rep reported that the patent had presented to the emergency room with an active alarm. The pump was interrogated and the low reservoir alarm was occurring. It was noted that the low reservoir alarm was expected and the patient was experiencing spasms. The patient's husband had a print out which showed that the low reservoir alarm was supposed to start on (B)(6) 2015. The hcp was going to refill the pump on (B)(6) 2016. The hcp later reported that the patient's spasms started on (B)(6) 2015 and the cause of the spasms was being without medications; the pump was empty. And the issue was resolved with the patient's pump was refilled on (B)(6) 2016. Further follow up was requested to determine the cause of the missed refill.